Event description:
It was reported to boston scientific corporation on that a wallstent biliary endoprosthesis device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012, to treat a 2 cm hilar stricture. According to the complainant, during the procedure, the physician found a lot of resistance when attempting to deploy the stent and the wallstent biliary endoprosthesis was unable to be deployed within the patient. The complainant reported that there was no visible damage noted to the device. The patient's anatomy was reported as tortuous. The procedure was completed with another wallstent biliary endoprosthesis device. There were no patient complications reported as a result of this event. Investigation results revealed that the stent was damaged, therefore. This is now an MDR reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. It was noted that the t-bar connector was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. Examination of the t-bar connector noted the presence of glue inside the connector and that the fillet of glue was also present around the edge of the connector, indicating that glue had been applied to attach the sheath to the t-bar connector. It was noted that the stainless steel shaft was kinked at approximately 65 mm distal to the distal end of the proximal hub handle. During analysis it was not possible to retract the outer sheath to deploy the stent, so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. The inner shaft was kinked just distal to the distal end of the stainless steel shaft. In addition, distal stent damage was noted. No other issues were noted with the device. This investigation is assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specific lot. A product labeling review identified that the device was used per the directions for use (dfu)/product label.